Event description:
Information was received indicating that this extension set exhibited leakage from the air detector disc on the extension line. The patient was admitted to the hospital for monitoring and transition to a hospital pump and line until new lines with a different lot number were available. No additional adverse patient effects were reported.

Manufacturer narrative:
One used cadd administration set was received. Two unused cadd administration sets were also received. The used sample was received with a white substance that occluded the luer. Leak testing on all of the samples was performed using hydrostat vessel to look for unusual functions. The water could not flow through the used product due to the fact it was not received in a condition to perform a functional test. No discrepancies were detected in the unused samples. The root cause could not be determined since the complaint was not confirmed due to the fact the samples were successfully tested. No fault was found. The manufacturing and quality inspection processes were reviewed and considered adequate and correct.